Manufacturer narrative:
The actual device was returned for service. During pre-repair assessment, it was determined that the device did not meet manufacturing specifications. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that this is most likely due to excessive side loading, which caused the bearings to go bad and the device to overheat. The assignable root cause was determined to be due to misuse, abuse and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair/pre-testing, it was observed that the attachment device had high temperature. This event is not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.